Event description:
It was reported that customer had physical damage of insulin pump. It was reported that while attempting to take insulin pump out of the case, pump hit the floor. It was also reported that insulin pump could not go back into case due to insulin pump being broken. Customer was not able to give any more information as call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.